Event description:
New information states that the patient presented via remote transmission. Upon review, noise was noted. The patient was ambulatory but had very labored breathing. Programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise issue. No further information was reported.